Manufacturer narrative:
Product analysis:. The 6th and 7th distal segments were deformed with struts raised. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion had been pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a little calcified lesion in the lcx with 80% stenosis and moderate tortuosity but the stent deformed during advancing. There was resistance encountered when advancing the device and no excessive force was used. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions